Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the rotor was damaged. This may cause the reported event.

Event description:
The manufacturer field service technician reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device overheated during testing at the user facility. There were no adverse consequences related to this event.